Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to lead damage. The guide wire penetrated the lead body. The lead was mounted on a 0.014-inch guidewire and inserted into the guiding; however, the physician stated that it was unable to advance due to severe resistance. It was confirmed that a 0.014-inch guidewire was protruding from the corresponding lead, and it was determined that there was internal damage to the lead. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.